Manufacturer narrative:
Returned device was received with cracked enclosure and tank cover. Wear and tear damaged line cord and front cover. Outdated pcb and power switch. During the evaluation of the device faulty pump. Can hear the motor running but it won't pump the water. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer runs but has no flow. No adverse patient effects were reported.